Event description:
N/a

Manufacturer narrative:
All available information was investigated and the reported difficulty closing the clip and clip jumping could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty closing the clip and clip jumpiness. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report clip jumping during preparation. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4 with a restricted posterior leaflet. During preparation, during the closing of the clip arms, the arms would stop closing despite turning force being applied continuously and steadily in the same clockwise direction; palpable tension would build up, and then clip arms spring shut. Upon unlocking and re-opening, the clip arms would move steadily in the open direction without any sudden movement. The same issue happened twice after re-testing the clip. The clip was removed, and another clip was used with no reported issue. Mr was reduced to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.